Event description:
A customer called to report that white debris was found in the freezing bag.

Manufacturer narrative:
This lot is included in a recall notification sent to FDA in 2008. An assigned FDA recall number is still pending at the time of writing. Internally, we have identified this recall. No adverse event has been reported for this occurence.